Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was this week the patient had been experiencing really bad amounts of pain in their legs from the waist down. Patient was taking a shower last night and were rubbing themselves where they were hurt and it did not feel right for they noticed the implanted neurostimulators battery was warped and rippled up and down. Patient had no recent falls or traumas. The patient was redirected to their healthcare provider to further address the issue. Patient noted they had an appointment with a back doctor in august. Patient service provided patient nas phone number. Pt said they had a rep before so agent emailed local rep informing them about the situation.